Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of symptoms since (B)(6) 2019. Patient stated that when she stands up, that it just starts gushing out, like a faucet. Patient said that she has been making adjustments since july and when she attempted to increase any higher, the stimulation was too strong in her rectum so she switched programs and has been gradually been making adjustments since then, the last adjustment patient made was (B)(6) 2020. Patient mentioned that in (B)(6) 2019, she almost had a head MRI, however, as soon as the scan started, the patient said she started screaming as she was feeling pain in her bladder. When asked patient said she did not turn stimulation off beforehand. Patient then reported pain at ins site since (B)(6) 2019. When asked patient said that she hasn't seen managing hcp in a long time and she has to get a referral to see her again. Patient also stated she has been turning the "off" button after adjusting the setting. Patient was advised to monitor and track symptoms and if she doesn't notice any improvement in 1-3 days to make another adjustment and continue in this manner until she finds a setting that helps which also includes switching to a different program when needed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the steps taken to resolve pain at the ins site caused by the MRI was to turn off the ins. They informed their hcp but nothing was done to check on the incident. They never thought at the time that there might be some damage done to the implant, only at the time of this report did they believe so. They were unable to get the date of the appointment with their hcp. It was [illegible, possibly: definitely] before all of the trouble they were now having. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that at this time because of the corona virus they were unable to get the dates from the physician's office. However, what happened was that their primary physician ordered a MRI to see if they had an tia and that had not been seen. The daughter filled out the medical information stating that the patient had an implant. When the patient tried to tell the staff that was doing the test that they had the card in their hand, he just said he knew about it. As soon as the machine was turned on it went straight to their bladder and they hollered . The machine was turned off and the staff wanted to call a doctor, but the patient told the staff that when he turned off the machine, they were fine. Their physician was notified and he ordered a cat scan on another date. The next appointment they had at another doctor's office whom they told about the incident, noted it but did nothing. In the checkout she mentioned to the staff and they all comment about it, but nothing was done. The patient had much trouble trying to control their bladder but never thought until this time that the implant might be damaged.

Manufacturer narrative:
Correction made in event description. Changed "turn off the ins" to "turn off the machine," as it was reported by the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the steps taken to resolve pain at the ins site caused by the MRI was to turn off the machine.